Event description:
In a journal article, the author reported that a pt developed an "after cataract" eighteen months after initial implantation of an intraocular lens (iol). The pt's vision was decreased, therefore a yag laser procedure was performed and the original vision was regained. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account for further investigation. Add'l info has been requested. Huo yongjun, wu jan-jun, chen yong-jun, ji ya-zhou, evaluation of the effects of +3.00 aspheric acrysof restor intraocular lens implantation. Journal of clinical ophthalmology, 2013, no. 2 pages 127-129. (B)(4).